Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely due to a drop in the estimated longevity of approximately two years over the course of one year. A request was made to have data from this device analyzed. However, data has not yet been sent to rhythmcare for review. This device remains in service. No adverse patient effects were reported.